Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Ran attachment on a shorty unit and did not get hot but noticed a good bit of vibration. This could have given the feeling of the attachment getting hot.

Event description:
It was reported that a midwest straight attachment overheated during use; no injury resulted.